Event description:
A customer reported to beckman coulter, inc. (Bec) obtaining a falsely high result for triglyceride (tg) on a synchron cx5 delta clinical system for four (4) patients during the period between (B)(6) 2011. Repeat testing generated lower results. The customer stated not being aware that any of the initial results were reported out of the laboratory. This report is three (3) of four (4) and represents the falsely high tg result generated on (B)(6) 2011. No effect to patient treatment was reported in connection with this event.

Manufacturer narrative:
No sample information was provided and no sample issues were noted. The customer reported reaction absorbance high errors and high quality control (qc) values for tg although qc charts provided by the customer appear acceptable. A field service engineer (fse) was dispatched for the event. The fse reported that the sample and reagent probes were bent. Probes, syringes, and torn cuvette wipers were replaced. As of (B)(4) 2011, the issue had not re-occurred. Mdrs associated with this event: 2050012-2011-05768, 2050012-2011-05769, 2050012-2011-05770, 2050012-2011-05771.